Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that both of the ventricle capture washers were bent, which was likely due to backing out the setscrews too far and the use of an incorrect or broken wrench. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the field allegation that the set screw on the device did not release properly.

Event description:
Boston scientific received information that during a change out for normal battery depletion, when the physician tried to remove the right ventricular (rv) lead from the device, the insulation on the lead pulled away from the connector pin. Subsequently pacing inhibition with asystole greater than two seconds was observed. Since the patient is pacemaker dependant, the physician was reluctant to continuing pulling on the lead. The existing rv lead was surgically abandoned and a new lead was successfully implanted with the new device. The physician noted that the set screw on the device did not release properly. No additional adverse patient effects were reported.